Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. A review of the submitted log file spanned approximately 7 days (30jun21 ¿ 07jul21 per time stamp). On (B)(6) 2021 at 06:53 the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~0.5v. This was due to a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu, serial (B)(6), was not returned for analysis and is still in use. Additional information provided stated that the patient was using a v-lock and a power outage was not as a result of equipment issues. The root cause for the reported event was determined to be a power outage per the additional information. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a main power failure on (B)(6) 2021 at 6:53 due to power outage by power utility. The log files captured a series of no external power events on (B)(6) 2021. This was caused by power to the mpu being briefly interrupted. It was confirmed by the site that the no external power event was caused by a house power disruption - due to power outage and the module is using a ( yellow) v-lock connector on the ac power cord.